Manufacturer narrative:
Received only catheter. The reported event was unconfirmed, since the sample met specification. The sample was evaluated and no pinch or blockage was observed. Per functional testing, the sample inflated and deflated without difficulty. No conditions were found on sample that could be associated with reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "1. Method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine, for patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that the balloon was difficult to deflate upon removal. The user attempted to deflate the balloon with a syringe, but was only able to withdraw about 7ml of water and a remaining 3ml of water was left in the balloon; after a few attempts, all of water was withdrawn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was difficult to deflate upon removal. The user attempted to deflate the balloon with a syringe, but was only able to withdraw about 7ml of water and a remaining 3ml of water was left in the balloon; after a few attempts, all of water was withdrawn.